Event description:
Initial reporter indicated that their (B) (4) handheld computer would not turn on. Reported it was left charged overnight and would not turn on. The handheld computer is at the MFR pending completion of product analysis.